Event description:
It was reported to philips that the system did not restart. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not restart. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the stop button had been activated. On further troubleshooting fse checked the logfiles and found that the activation of the stop button was the cause of the issue and could not be replicated. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.